Event description:
The customer reported blurry image, lines on screen and losing focus during an unspecified procedure involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The customer contacted olympus technical assistance support (tac) via email. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.